Manufacturer narrative:
The returned device was evaluated. During evaluation the unit was able to power on, however, the lcd screen was found to be scrambled (hv lines sync offset). The battery module was not disassembled for internal inspection, however a restart was performed and the unit functioned as designed.

Event description:
It was reported that "radius-7 battery is displaying characters upside-down and backwards". No known impact or consequence to patient.